Event description:
A report was received that the patient had a non-device related fall. The battery had moved and was causing the patient discomfort. The patient underwent a pocket revision procedure. The patient is reportedly doing well following the procedure.